Manufacturer narrative:
The pod was received not deployed. Investigation of the download data from the pod confirmed that a 0x41 alarm had been generated during priming. The pod alarmed before the end of second prime, deactivating the pod before it could deploy. The cannula could not retract, as it had not deployed prior to the investigation. The data from the pod contained evidence of a rotational sensor malfunction that contributed to the hazard alarm. Rerun of the pod replicated the rotational sensor malfunction. Inspection of the drive mechanism components found evidence of oxidation on the commutator cap along the line of contact between the commutator cap and the rotational sensor springs. The oxidation contributed to the rotational sensor malfunction that resulted in the alarm, preventing the pod from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the needle was partially visible in the viewing window. In addition once the pod was removed from the infusion site the cannula was not visible. The pod had alarmed after activation. The pod was not worn.